Event description:
It was reported that since (B)(6) 2009 testings have been revealing status fluctuations on the channels 1, 3, 5, 9 and 10. Switching off these channels caused a deterioration in speech understanding. The clinic reported that the patient didn't fall.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.